Event description:
It was reported that, during the procedure, the tip of the fiber fell off while brushing against the tissue. It had been used for 28,000 joules. The procedure was completed with another fiber. There were no patient complications reported.